Event description:
Customer reported the system is having problems with vertical lift and steering. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply and lower steering shaft. System operates as intended.